Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8fr sheath hole prior to an ablation procedure. Reportedly, after insertion of the prostyle device with blood flow confirmed, the syringe, used to see backflow from the marker lumen, accidently came off. The device was pulled back until the guide wire exit port was above the skin. As the device was pulled back, the blue railed suture was noted to be exposed. The prostyle device was removed, and the rail suture was noted to be partially off the posterior needle. The suture of a new prostyle device was successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed prostyle device suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported irregular appearance/loose suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported irregular appearance appears to be related to user device manipulation during insertion/removal of device from the anatomy resulting in loose suture. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.